Manufacturer narrative:
Further investigation revealed the implant date of the reported device was (B)(6) 2010 not (B)(6) 2010.

Manufacturer narrative:
This ipg serial number is included in field advisories. 1627487-12192011-003-r and 1627487-07262012-002-r. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient did not use or charge the ipg due to pregnancy and the ipg became inoperable. As a result, the ipg was explanted and replaced. The issue was resolved.